Event description:
It was reported that the device had a power on reset due to a flipped bit. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 43007, competitor implantable pacing lead, (B)(6) 1999. (B)(4).

Manufacturer narrative:
Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. There was a flipped bit in the rawware. The device fully recovered after the reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.